Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision knee surgery, the screw driver broke when extracting hinge pin. No adverse events have been reported as a result of the malfunction.